Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject had broken cable skin. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d9,h2,h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak on cable/ device / damaged cable insulation a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera cable skin broken, is due to damaged cable insulation and additionally leak on cable, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. ,

Event description:
No additional information received from the customer.